Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg position. Surgical intervention took place on (B)(6) 2023 where the ipg was repositioned. Effective therapy was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.